Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The expected infusion time was 46 hours; however, the infusion completed in 24 hours. The device was filled with 5000mg of fluorouracil diluted in 0.9% sodium chloride for a total volume of 115ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured from june 15, 2021 - june 17, 2021. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed of the photograph which showed an image of the device. The reported condition was not clearly observed via the provided photograph and due to the nature of the sample, no additional testing could be performed. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.